Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the first distal strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01oct2019. It was reported that crossing difficulties were encountered. The 80-90% stenosed, moderately tortuous and calcified, de novo target lesion was located in the left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.